Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was early battery depletion and that the device could not be interrogated, despite using multiple programmers. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis confirmed the depleted battery. The device was powered up by an external supply while the battery was still connected. An attempt to recover the performance data using a programmer was unsuccessful as the memory had been cleared due to an electrical power on reset (por) caused by the low battery voltage. The device was fully functional when powered by an external supply. No hybrid related anomalies were found. Actual longevity is <(><<)> 80% of 99.9% longevity limit. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Upon further analysis of the battery, continuity testing of the header showed a resistance across the gtms (glass to metal seal) and a small current path across the gtms. Microscopic inspection of the header post-dpa (destructive physical analysis) and wash showed expulsion across the gtms area of the header resulting from the header to cathode collector resistance weld. The resistance detected across the gtms would result in a reduction of life from the reported nominal of 36 months to 33 months rather than to 16.4 months if present on the header during discharge. Therefore, the information from this investigation did not lead to a root cause for premature depletion. However, the placement of the resistance spot weld was responsible for the expulsion across the gtms. In january 2015, corrective actions were put in place to improve weld placement consistency for this operation. This cell was manufactured prior to that corrective action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.